Event description:
According to the reporter, the light handle covers were falling off of the light handles and onto the patients. This has happened at least four times out of the 8-10 packs used. There is no patient involved in this specific event.